Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the change out procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) the setscrew was not retracting. Technical services (ts) suggests a gentle tug test in which the physician was able to remove the electrode without difficulty. No adverse patient effects were reported.